Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The replaced distal set-up joint (suj) was analyzed. The error was confirmed via logs. The suj was installed on an in-house test system and the unit failed at start up. The unit also failed the tornado twang test. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and the following additional information was obtained: the reported issue occurred right at the end of the case. The system initially powered on with no errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm 2 distal set-up joint (suj) to resolve the issue. Intuitive surgical, inc. (Isi) has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, errors occurred on universal surgical manipulator (usm) 2. The errors reoccurred each time the site power cycled the system. An intuitive surgical, inc. (Isi) technical support engineer reviewed the system logs and confirmed a usm 2 brake current failure, indicating that the inner distal set-up joint (suj) failed. The tse recommended a power cycle and emergency power off (epo); the error reoccurred after power up. The tse recommended disabling usm 2. The site disabled the usm and recovered the fault. The procedure was completed with no reports of patient injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.